Event description:
It was reported that the device switched polarity from bipolar to unipolar, was manually reprogrammed to bipolar, and switched back again the same day, in response to low lead impedances. Lead impedances on the impedance trend decreased from 674 to 303. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.